Event description:
Device malfunction: none. Symptoms/ae: right hemiplegia, right sided neglect and dysarthia. Time of symptoms/ae: after procedure. It was reported that after an uneventful left internal carotid artery (lica) stenting procedure, the patient experienced a stroke. The patient developed acute onset of right hemiplegia, right sided neglect and dysarthria. He was returned to the or where a completely occluded lica was found. A second stent was placed; however, "the artery continued to occlude" (site not specified). Thrombolytic treatment was administered. The patient remained monitored and was reported as neurologically stable with improvement. In 2008, the patient was discharged to a skilled nursing facility (snf). Though requested, no additional information was available. Study event.

Manufacturer narrative:
The stent remains in the patient. The stent delivery system was discarded. The lot number was not provided. A review of the device history record for this lot did not produce any findings relevant to this report. The second rx acculink carotid stent system indicated is being filed respectively under the same manufacturer report number.